Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the hp052 luke ii totally toned out. Another device was used to complete the case. There was no consequence to the pt.